Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of this device confirmation by omsc, there were no abnormalities such as burrs, edges and hook-shaped deformation on the device that cause the reported event. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the patient's mucous membrane was injured during an unspecified procedure using the subject device. The user facility completed the procedure using the device. The facility states that there is an edge on the nozzle at the distal end. Other information such as outcome of the patient was not provided.